Event description:
Pt reported that, while attempting to prime, no insulin was observed dripping from the infusion set tubing. Pt stated that when they removed the insulin cartridge, from the device, they discovered that insulin had leaked inside of the device's insulin cartridge chamber. No error messages were generated by the device. Pt indicated that there was no apparent damage to the insulin cartridge. They cleaned out the cartridge compartment with a cotton swab, and resumed normal infusion therapy. Pt reported that, 2 days later, they again discovered insulin leakage while attempting to prime. Pt's blood glucose was not affected and no treatment was received.